Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first three rows distorted and lifted proximally from the stent profile. The balloon was tightly wrapped and was not subject to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the length of the catheter. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.